Event description:
Boston scientific received information that this right ventricular (rv) lead had triggered the lead safety switch upon device interrogation. Pacing impedance measurements had increased from 700 ohms to 1,560 ohms in previous months. There had also been two episodes of noise stored where the patient's underlying rhythm was marching through. The lead was programmed back to bipolar configuration. The noise was unable to be reproduced with isometrics and pocket manipulations. In a review of the historical data it was unable to be determined when the lead safety switch was triggered. The patient was last seen in (B)(6) and the lead safety switch had not yet been triggered. Pacing impedances were currently 700-800 ohms in unipolar and bipolar configurations. Thresholds measurements and intrinsic sensing were also within normal limits. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated there were no plans for additional intervention. The patient planned to be monitored.